Manufacturer narrative:
(B)(4). No complaint devices are expected to be returned to fisher & paykel healthcare for investigation. Condensation in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensation in the ventilation system is influenced by multiple setup and environmental factors. Fisher & paykel healthcare has been working closely with the hospital to ensure that they set-up their system properly and to eliminate any environmental factors that may contribute to condensate in the system. As the hospital reported that they began experiencing condensation issues after they began using the vn500 ventilator, fisher & paykel healthcare is also working with the ventilator manufacturer, dräger.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that they had observed condensation in all breathing circuits used in a system which included the fisher & paykel healthcare mr850 respiratory humidifier and the dräger babylog vn500 ventilator. The hospital reported that they began experiencing condensation issues after they switched the ventilator in the system to vn500 ventilator. The hospital reported that the second time that the vn500 ventilator was used in conjunction with the mr850 humidifier, condensation was observed in the fisher & paykel healthcare rt235 breathing circuit. The condensation was still present in the system after the breathing circuit had been replaced. Upon receipt of the report of condensation, a fisher & paykel healthcare visited the hospital and assisted the hospital staff in setting up the system. The representative stayed at the facility long enough to ensure that the system was working properly and that there was no excessive condensation. However, the following morning, the hospital advised that condensation had formed in the breathing circuit. The condensation was reported to have formed near a sensor (manufactured by dräger). The fisher & paykel healthcare representative returned to the hospital and confirmed that the set-up was correct and had not been altered. The hospital was unable to advise whether any alarms were generated.